Manufacturer narrative:
Based on the claim against the product by the customer noting sparks at the instrument jaw, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. There was also charring on the outside of the yaw pulley. The instrument passed the electrical continuity test. Common causes of this failure mode are typically attributed to mishandling/misuse (for example by insulation degradation and carbonized tissue creating a conductive path). The complaint regarding unintended arcing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted liver resection surgical procedure, there were sparks at the base of the jaw of a maryland bipolar forceps instrument when it was being used. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, while using a maryland bipolar forceps instrument there were sparks at the base of the jaws. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage or anything out of the ordinary was found. Additionally, there was no damage to the instrument after the arcing event. The cannula was inspected prior to use and no damage was noted. The arcing appeared to originate from the base of the instrument jaw during cauterization. The customer confirmed the instrument was connected properly. The bipolar generator setting was at macro 70watts. The instrument was in use for about two hours prior to the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure and did not come in contact with the tissue when the event occurred. The instrument tip did not touch any staples, clips or sutures while energized. The customer confirmed the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Event description:
Refer to h10/h11 for follow-up information.